Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurately erratic results with their onetouch verio iq meter. This complaint is being reported because it is not known if the reported results meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.